Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('bilateral salpingectomy by explorative laparotomy') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('bilateral salpingectomy by explorative laparotomy') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.